Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 prior to entering his endocrinologist¿s office, the patient's cgm displayed 300 mg/dl. Approximately 5 ¿ 6 minutes later while in the doctor¿s office, the patient passed out. A bg was performed which was 30 mg/dl but his cgm displayed 151 mg/dl. The endocrinologist treated the patient with an IV push of dextrose and called emergency medical services. Ems arrived, a bg was performed which was 70 mg/dl, and the patient was transported to the hospital. The patient was treated with IV glucose and released a couple of hours later. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.